Event description:
It was reported that the device had difficulty crossing the stent and retrieving. A 145, 5-in-6 guidezilla was selected for use. During procedure, it was reported that the device had difficulty crossing the stent and retrieving. The procedure was completed with different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the device had difficulty crossing the stent and retrieving. A 145, 5-in-6 guidezilla was selected for use. During procedure, it was reported that the device had difficulty crossing the stent and retrieving. It was further noted that the collar damage (dented/flattened), and a partial separation in the shaft/collar area. The procedure was completed with different device. No patient complications were reported and the patient was stable post procedure. Device evaluated by MFR.: the device was returned for evaluation. During visual and microscopic examination it was revealed that the tip damage, numerous kinks in the distal shaft, collar damage (dented/flattened), and a partial separation in the shaft/collar area. No other damage or irregularities noted.